Event description:
Advocate stated her daughter received a blood glucose reading of 138mg/dl on the contour next ez, re-tested on the contour and the reading was 71mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Replacement test strips were sent to the customer